Event description:
It was reported that the device had a shorter than anticipated battery longevity due to high left ventricular output. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device had a shorter than anticipated battery longevity. The device was explanted and replaced. No patient complications have been reported as a result of this event

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Evaluation summary: (B)(4) the device was returned, analyzed and the device experienced normal battery depletion.